Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-59-improper storage conditions. (Bathroom)

Event description:
Consumer reported complaint for high control solution test results. The customer is concerned with the results obtained of 78 and 152 mg/dl. The expected fasting blood glucose test result range is 125 to 190 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the bathroom. The test strip lot manufacturer's expiration date is 04/27/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Memory concerns: test results of concern are due to out of range control tests of 78 mg/dl and 152 mg/dl. Customer husband jesse, called in stating e-0. While troubleshooting with control test, control results were high/out of range: 78 mg/dl and 152 mg/dl. Customer feels fine, denies symptoms and does not need medical care at this time. Test strips are not stored properly in bathroom. Customer educated on proper storage. Customer educated on e-0.